Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain weight information but was unavailable.

Event description:
It was reported that the patient wanted a revision due to the ipg not working. As a result, the system was explanted to address the issue.